Event description:
During an emergency situation, when utilizing the 3.0 microcuff endotracheal tube for pediatrics, the cap that connects device to the artificial manual breathing unit (ambu bag) was popping off during ventilation of patient. Patient required reintubation with different endotracheal tube to continue ventilation process.